Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they are getting error code 1062 (invalid test results, read precision) when running one pt's sample on the axsym digoxin iii assay. There was no impact to pt management reported.